Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) which sounded a patient alert. The device was interrogated revealing the parameters were changed to vvi 65 indicating a full reset of the ICD. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there had been a power on reset (por). There was one por for write to locked ram, addr=0ec4, data=04 on (B)(4) 2012 13:22:33. And there was one patient alert for por on (B)(4) 2012 12:22:33.